Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is cracked and damaged and moisture is under the display screen. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting also found that the customer has to press the act button twice after the tubing is filled and that there is fluid under the display screen. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during our visual inspection. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during our visual inspection. However, the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and stained end cap sticker.